Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cap color variation with the incident lot was not observed. No bd product was displayed in the photo. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cap color variation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cap color variation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® cat plus blood collection tubes, the spectrometer used to prescreen tube color couldn¿t identify correct color. At barnet general hospital we found two distinct differences in color of cap which registered a 20 point difference on spectrometer. Lighter (old) lot # 2122533 darker (new) lot # 3052236.